Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the sleeve jammed on the instrument during the procedure. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d10, g4, g7, h1, h2, h3, h4, h6, h10. Visual examination of the returned product identified the nitinol tip is bent. The sutures are broken. The nitinol was bent back to do the function check. Device history record was reviewed and no discrepancies were found. As the sleeve was functioning as per the criteria, no issue was identified for sleeve jammed issue. However, a definitive root cause could not be determined for bent tip and suture fracture. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.